Event description:
Complaint ID: (B)(4)

Manufacturer narrative:
This is a follow up report to complaint (B)(4) which was reported under MFR#(B)(4), which is a doublicate entry to complaint #(B)(4), reported under MFR#(B)(4) on (B)(6) 2021.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that the rotaflow displays the error message ¿+5v test¿. This means the internal power supply is outside a valid range. The device also has speaker issues. Complaint ID: (B)(4).